Manufacturer narrative:
(B)(4). Evaluation was performed using the information included in the complaint text, a complaint search, labeling review, and trending data. Service history review did not find any additional incidents where a personal injury occurred when performing maintenance on the architect i1000sr, serial number (B)(4). A review of quality metrics did not identify any adverse trends in conjunction with the complaint issue under evaluation. Based on the available information, no product deficiency was found for this issue. The architect system operations manual provides adequate instructions involving biological hazards and provides recommended steps in the event of exposure to the biological hazards. The customer was trained by the abbott customer technical advocate to wear eye protection while performing daily maintenance on the architect i1000sr analyzer.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that a technician was performing maintenance on the architect i1000sr analyzer and while emptying the waste container, some of the waste material from the end of the waste tubing splashed into the technician's eye. The technician's eyes were flushed and employee health was contacted. The technician was wearing gloves and a lab coat, but was not wearing eye protection. The technician was treated with a cocktail of drugs for hiv exposure.